Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)had a power on reset (por) event. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A critical ram parity error/power on reset occurred on (B)(6) 2015. (B)(4).

Event description:
It was additionally reported that the device battery voltage plateaued since the por. There was concern the device was not reading the voltage correctly and was not reaching elective replacement indicator (eri).